Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported issue could be a faulty load cell. The serial number for the device associated with this particular event could not be identified by the complainant; however, the following serial numbers (sn: (B)(4)- device date of manufacture: 04/01/2019, sn: (B)(4)- device date of manufacture: 05/01/2019, sn: (B)(4)- device date of manufacture: 05/01/2019, sn: (B)(4)- device date of manufacture: 05/01/2019 sn: (B)(4)- device date of manufacture: 05/01/2019, sn: (B)(4)- device date of manufacture: 05/01/2019, and sn: (B)(4)- device date of manufacture: 05/01/2019) that were in use at the time this event occurred underwent a manufacturing review and the device history records found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"if the patient was catheterized prior to entering the unit or if the catheter is replaced, this time can be changed using the "shutdown & actions" button, if desired. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sensica device was inaccurately measuring volume.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the sensica device was inaccurately measuring volume.